Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working, the stylus tip and cursor were not lining up on the screen and therefore the overlay/bezel assembly was replaced and calibrated, along with the stylus, to resolve. The hard drive was reconfigured and the software reloaded. The device passed its functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the stylus of the programmer was not working. Replacing the stylus worked for a few days, but then the replacement stylus stopped working as well. The programmer has been returned for repair. No patient complications have been reported as a result of this event.